Event description:
Bipap machine is rented from a third party provider and has been returned to the third party. Patient was on bipap and desaturating. Pulse ox which was reading 87% and dropping on bipap. Connections and tubing immediately checked. Everything seemed to be connected. Check vent light was on and pressures were all reading zero so I immediately took pt off bipap and placed pt on a flushed oxymask. I turned the bipap off and restarted it to do the pre-use test. As soon as the bipap was turned back on the vent inop light turned on. Rapid response called. I immediately started bagging the pt.